Event description:
It was reported that the customer's meal algorithm was maladapted, prompting a planned factory reset that could not be completed during training due to timing constraints, and subsequent outreach attempts to walk through the reset were unsuccessful. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact such as medical intervention or hospitalization. Investigation included attempts to obtain additional information and conduct a guided factory reset with the user. Investigation of this case revealed that no device malfunction was confirmed and the underlying issue could not be assessed because the reset was not performed and the customer did not provide further information. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable due to insufficient information.